Manufacturer narrative:
The material number is not marketed or distributed in the us. However, roche observed unacceptable, light staining with some ventana pd-l1 (sp142) on-market lots, during internal comparison studies. Light staining affects the borderline of positive versus negative test results. An on-going investigation has determined the root cause is related to variability in the selection of antibody concentration in raw materials, affecting specific ventana pd-l1 (sp142) assay lots made with the impacted raw materials. A notification has been sent to us customers informing them of the issue to immediately discontinue the use of and discard any remaining inventory of specific impacted lots and informing of an updated date of expiration for certain lots.

Event description:
A customer from sweden alleged discrepant results with the ventana pd-l1 (sp142) assay. The patient was initially tested in 2021 and the result was very weak and classified as negative by the pathologist. It was reported that on an unknown date, the sample was retested and the staining was stronger and classified as positive. The results were reported to medical personnel treating the patient.